Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty inserting the cartridge and locking the connector piece during a supply change. A customer support agent guided the user via video call, and the supply change was successfully completed. Blood glucose was not affected.